Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that the right ventricular (rv) lead exhibited low r waves . The rv lead remains in use. No patient com plications have been reported as a result of this event.